Event description:
The pt was feeling bad and pt blood glucose was checked on the suspect device. The result was hi. The pt's spouse called the doctor and was told not to give meds or food and to call the ambulance. Pt was taken to the ER where pt's blood glucose was tested on an ER device at 30 or 75mg/dl. The spouse was unsure of the correct result. Pt was admitted to the hosp and given 1/2 ampule of dextrose and another 1/2 ampule of dextrose three hours later. Pt's blood glucose was then tested on the hosp's device and the result was 121mg/dl.